Event description:
It is reported that the patient experienced infusion set bent cannula on (B)(6) 2026 as patient used off label insulin which leads to high blood glucose levels and got treated by correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.